Event description:
It was reported this connector had been implanted for approx three months. According to an angiogram report, the saphenous vein graft (svg) to the left anterior descending (lad) anastomosed with an aortic connector appeared to be occluded. However, "with better engagement", the graft was observed to be "widely patent" with mild ostial stenosis and no reflux of contrast during injection. Initially, the right coronary artery (rca) contained 80% ostial stenosis, diffuse disease, and evidence of competitive flow from the svg to the rca. However, the graft was not "adequately opacified/engaged" to determine the degree of stenosis. Another single angiographic shot demonstrated the rca contained 30-40% stenosis at its origin. The third svg to the obtuse marginal was not engaged, although the distal graft filled slowly. It is unknown if the rca or om were anastomosed with sutures or aortic connectors. The graft to the lad was explanted and no add'l info was received, including if any other medical intervention was performed.